Event description:
After 6pm on (B)(6) 2026 the monitor unit didn't go over 50-60 mg/dl. Checked blood sugar through my freestyle lite and it was 156. The unit was off more than 100. Here I am thinking I am fine but blood sugar has been high.